Event description:
Received a called from an anonymous caller who claimed their patient purchased acuvue2 colour contact lenses from a local flea market and patient has since suffered a "corneal injury." Patient is now allegedly under a doctor's care. Spouse did not provide any further information with regard to the lenses, the nature of patient's injury and spouse refused to identify themselves, patient and the treating eye care professional. No additional information is available for further investigation at this time.